Event description:
It was reported that a patient presented to the hospital after a remote transmission showed high and unstable impedance levels of both shock-coils of the right ventricular (rv) lead, and a possible lead fracture was suspected. Intervention for the extraction and replacement of the lead was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.